Event description:
Customer reported that the pump was displaying a battery level of 100% inaccurately, causing concern about the actual battery status. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.